Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Delta xtend rtsr; (B)(6) hospital (B)(6) 2018 - surgeon was performing a delta xtend rtsr and securing the locking screws in the metaglene when one of the tabs from the end of the locking screwdriver snapped off. These are required to hold and assist the screw in motion while inserting. The piece that snapped off was located and discarded as a matter of precaution. The screwdriver needed to be used with only 3 tabs for the remainder of the procedure. All screws were screwed and locked. Jnj representative was present at the case. There are no photos available. No ae to patient. No delay to procedure.